Event description:
During investigation of autopulse device with s/n ((B)(4)) reported under MFR # 3003793491-2014-00003, it was found that the customer used a low voltage autopulse nimh battery, when the autopulse platform displayed a user advisory ua45 (not at "home" position after power-on/restart) message during a shift check. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Nimh battery s/n (B)(4)was returned to zoll for investigation. The battery was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 78.4w. Additional testing could not be performed on the battery due to the fact that the battery was unable to be charged and/or test cycled in either the (B)(4) chargers. An investigation conducted using the battery's serial number, found that the battery was beyond its expected life span of 2-4 years, as it was 5+ years old upon receipt. Also, proper battery maintenance was not performed (charged/test cycled) as instructed per the IFU. If proper battery maintenance is not performed the battery may not have sufficient capacity to operate effectively. When this battery was received at zoll, only 18 test cycles had been performed. Given that the battery was manufactured in 01/2008, the expected number of test cycles would be 71 (+/- 1).

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.